Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that battery was not fully seated in the communication sled, resulting in an improper connection and triggering the battery beeping alert. The field service engineer (fse) fully inserted and secured the battery connection in the communication sled, restoring normal operation and resolving the battery beeping issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was automatically reboot in the middle of transaction. There were no adverse events or injuries reported based on this event.